Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon initial inspection, the covers were removed and substantial saline solution could be seen. In order to fix the issue, the fse cleaned the damage the best he could. Upon powering up the unit, it was able to power up successfully. The unit was put through a full calibration and service. The unit passed all functional and safety checks to factory specification. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided to us.

Event description:
It was reported that during power-up of the cardiosave intra-aortic balloon pump (iabp), will produced a constant beeping noise and nothing will show in the display. There was no patient involvement, and no adverse event reported.